Event description:
It was reported that; patient complains of minor pain, pain while lying down. MRI and blood test are pending.

Manufacturer narrative:
The following other hip devices were also listed in this report: rejuvenate modular neck 30mm v40, cat# nlv-300800g, lot #38248301. Tritanium revision acetabular, cat #509-02-54e, lot# mkp69v. Trident 10deg crossfire insert 36mm ID, cat# 621-10-36e, lot# mkp4ll. Osteolock bone screw 35mm, cat# 5260-5-035, lot# 38323402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. However, some x-rays and medical records have been received. When completed, the evaluation summary will be submitted in a supplemental report.